Event description:
On (B)(6) 2010, the pt reported, the piston rod of his insulin infusion device stopped and an e6 (mechanical error) displayed during bolus delivery. He stated, his battery has been in use for less than a week. The pt was instructed to disconnect from his infusion headset and remove the insulin cartridge. The pt retracted the piston rod then advanced it to 143 units. He pressed the down button and the e6 once again displayed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.